Event description:
It was reported that the system had software corrupt and interlock failure errors. These errors can cause the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.